Manufacturer narrative:
Analysis was performed by philips authorized bench repair personnel. The device was returned for bench repair and the bench repair technician (brt) confirmed the reported issue and tested the alleged device. The results of the analysis were that the device speaker was found defective and needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a defective speaker assembly. The issue was resolved by replacing the defective part and the product is confirmed to be operation per its specification.

Event description:
It was reported that the device has a speaker malfunction. If there was still sound coming from the device is asked but unknown. Patient involvement is unknown. There was no report of patient or user harm.